Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented six to eight months ago with a draining boil and was resolved using triple antibiotic ointment. On (B)(6) 2018 during a clinic visit, patient had focal chest pain on top of the same area, which is the course of one of the leads. Patient was given two-week prescription of keflex then presented back in clinic on (B)(6) 2018. On that day the physician determined that area was an infection and an inflammatory reaction due to the cardiac device. System extraction and reimplantation on the right side of chest was discussed. No further information available.